Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left dorsal pedis artery. After a sheath was inserted using anterograde approach and a non bsc guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, the device stopped advancing at the middle part of the lesion and when the balloon was inflated there, the balloon ruptured upon 1st inflation at 14 atmospheres for 15 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.